Event description:
It was reported that on (B)(6) 2008, the patient underwent bilateral renal artery stenting with two 6.0 x 18 mm herculink elite stents. On (B)(6) 2011, the patient experienced gradual increase in creatinine elevation, consistent with partial restenosis. Ultrasound was consistent with progressive restenosis. On (B)(6) 2011, the patient was hospitalized and underwent percutaneous transluminal angioplasty with non-abbott bare metal stent implants in both the right and left renal artery index target lesions. The patient's condition resolved on (B)(6) 2011 and the patient was discharged on (B)(6) 2011. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional 6.0 x 18 mm herculink elite stent is being filed under a separate medwatch MFR number. There was no reported product deficiency. The reported patient effect of restenosis is listed in the herculink elite instructions for use as a known potential adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). The reported patient effects of hypertension is listed in the herculink elite instructions for use as known potential adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial medwatch report, it was reported that on (B)(6) 2011, the patient experienced exacerbation of hypertension. The renal ultrasound also showed some cortical atrophy. There was no additional information provided.